Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v534733, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a vaginal yeast infection. The etiology of the event was reported as ¿new illness, injury.¿ the patient was treated with diflucan (150 mg). The outcome of the event was reported, as of (B)(6) 2011, as resolved without sequelae. If additional information is received, a follow up report will be sent.